Event description:
It was additionally reported that the rv and ra leads were fractured. A device interrogation was unsuccessful due to suspected premature end of life (eol) after the multiple shocks. The patient is a participant in the product surveillance registry.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated. Beginning (B)(6) 2016, ventricular sensing integrity counts were up to 2200; no episodes were available to verify lead noise oversensing and inappropriate shocks.

Event description:
It was reported that the patient received inappropriate shocks after a lead integrity alert (lia) triggered for non-physiological sensing and increased sensing integrity counter (sic) on the right ventricular (rv) lead. In addition, there was a large drop in impedance readings observed with both the right atrial (ra) and rv leads. The physician chose to turn the device off, and the patient was scheduled to have the device and leads removed. The implantable cardioverter defibrillator (ICD)nd leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.